Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.50mm x 8mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. Visual and tactile inspection of the balloon was subjected to positive pressure and was returned in a deflated state. Blood was inside the balloon material. A detailed microscopic examination of the balloon material identified a pinhole 1mm distal from proximal markerband when attempting to inflate to rated burst pressure. The blood inside the balloon in consistent with a leak therefore an attempt was then made to inflate the balloon, and a pinhole was identified 1mm distal from the proximal markerband. A microscopic examination of the proximal and distal markerbands identified no damage. Visual and tactile inspection of hypotube shaft identified no issues or damage. No issues or damages noted on the shaft polymer extrusion. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with a 4.5 x 12 nc emerge balloon catheter, a 4.50mm x 8mm nc emerge balloon catheter was selected for used. During the procedure, the balloon burst, and the tip of the device was noted to be damaged. The procedure was completed with another of same device. No patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with a 4.5 x 12 nc emerge balloon catheter, a 4.50mm x 8mm nc emerge balloon catheter was selected for used. During the procedure, the balloon burst, and the tip of the device was noted to be damaged. The procedure was completed with another of same device. No patient complications reported, and the patient condition was good post-procedure.